Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No frozen display noted. Unit received with cracked case at display window corners, lcd window and battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump display froze and then started working but then froze again. Customer also indicated that the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 239 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.